Manufacturer narrative:
Vyaire medical complaint number: (B)(4) results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician replaced the internal battery to address the reported event.

Event description:
It was reported to vyaire medical that the ventilator shut down after 10 minutes. There was no report of any patient involvement associated with this reported event.